Event description:
Philips received info from the customer reporting a burning smell and smoke were present in the CT scan room. There was no fire and the fire alarm was not activated. The fire department was not called and there was no evacuation or report of harm associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).